Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient expired on (B)(6) 2019. The patient had an ongoing drive line exit site infection and was admitted on (B)(6) 2019 for stroke-like symptoms. The patient refused further intervention upon admission and expired. No further information was provided.

Manufacturer narrative:
Section d4, h4: additional information manufacturer's investigation conclusion: a specific cause for the reported events (driveline infection, stroke, patient outcome) could not be conclusively determined. A direct correlation between the reported events and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The center reported that the patient had an ongoing driveline exit site (dles) infection and was admitted on (B)(6)2019 for apparent stroke-like symptoms. The patient refused any further intervention upon admission and expired on (B)(6) 2019. Heartmate ii lvas, serial number (B)(6) was not explanted for evaluation. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists infection, stroke, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in regards to preventing infection are outlined in various sections of this document, as well as the hmii lvas patient handbook. Section 6 contains information regarding the recommended anticoagulation therapy and inr range. The heartmate ii lvas patient handbook is also currently available. Care instructions in regards to preventing infection are also outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.